Event description:
Report received from abbott international affiliate (abbott australia) of an overdelivery. The report states: "pump was programmed to deliver at 8ml/hr with a 100ml container (approximately 12 hour infusion time). After only 6 hours the pump was alarming empty and was displaying 41.4ml as having been delivered although the container was empty. It was inspected and found to have no apparent leaks in the system. A docking station and lockbox were being used. Pt reported to be stable but o2 saturation dropped below 90 at one stage and oxygen flow was increased." The pt was monitored. The abbott affiliate has been queried for further info, and no additional info has been provided.